Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's defibrillation lead, exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.

Event description:
Additional information was received indicating additional high out of range shock impedance measurements were observed. The patient was brought into clinic. No inappropriate therapy was observed. Defibrillation threshold (dft) testing was planned, however difficulty placing an IV was experienced therefore further testing was not completed. A lead revision is being considered but has not yet been determined. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.